Event description:
High impedance was detected during a battery replacement surgery. The lead was visibly fractured. At this time, the patient's family declined to replace the lead since the patient had been seizure free for 3 years. The patient has since been referred back to his neurologist to be monitored. To date, no surgical intervention has occurred to replace the lead. The explanted generator was given to the patient's family; no product return is expected of the generator. No other relevant information has been received to date.